Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the reported phenomenon was reproduced. No abnormalities were noted in the appearance of the device. The reported event that the device did not start up appeared to be caused by defect of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light and the emergency light suddenly worked. The user replaced the lamp, but the device did not start up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and confirmed the following; omsc checked the inside of the device, but no abnormality was found. The xenon lamp of the device was installed in the clv-190 of omsc equipment and turned on, but no abnormality was confirmed and the emergency lamp did not ignite. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported event may have been caused by the power supply unit failure. Omsc concluded that the failure of the power supply unit may have been caused by excessive electric power and voltage applied to the power supply unit, because the reported malfunction occurred within 13 months of delivery to the user facility and there was no abnormality in the DHR. If additional information becomes available, this report will be supplemented.